Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ak1663 number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: gender, age, weight, bmi at the time of index procedure. The diagnosis and indication for the surgical procedure. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date did the patient present with dehiscence (# of days post-op)? What was the appearance of the suture during the second procedure? Were the knots intact and the suture found broken? Where was the suture found broken, (towards the middle, end)? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information . What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the current status of the patient?

Event description:
It was reported that a patient underwent a cardiovascular procedure on approximately (B)(6) 2019 and suture was used. The suture was used in closure of interventricular communication. The suture with pledgets was placed on one of the edges of the defect (at the level of the ring of the tricuspid valve) and run continuously on the rest of the edge of the hole. On around (B)(6) 2019, four days post operatively, an echocardiogram was performed in intensive care, dehiscence of the patch was observed. A second procedure was performed for further closure of interventricular communication. The surgeon opined that the problem of dehiscence was not due to tearing of the tissues, but to section of the thread. The current condition of the patient was reported as discharged. Additional information has been requested.